Event description:
The customer reported that the unit would unexpectedly shut down.

Manufacturer narrative:
The customer reported that the unit would unexpectedly shut down. The customer ordered a new battery pca. The customer replaced the battery pca in the unit, and this resolved the issue.